Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the event history log. His complaint is an ancillary service event. The cause of the issue was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 01:33:32. During night drain cycle seven, the patient's ultrafiltration reading was 1735ml, indicating the home patient (hp) drained 1235ml more than their maximum programmed fill volume of 2000ml. No additional information is available.